Event description:
It was reported that during a pacing system upgrade procedure to biventricular implantable cardioverter defibrillator, the right atrial (ra) lead was unable to be fully extracted as the helix did not retract after multiple rotations. The ra lead was partially explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 419478 lead, implanted: (B)(6) 2008; product ID: c2tr01 crt-p, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.